Manufacturer narrative:
On 13 september 2016, (B)(4) (manufacturer of the ceramic product involved in this complaint, not market in USA) has been informed about the complaint. On 15 september 2016, (B)(4) provided a document review reporting as follows: the component properties and microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no-indications of any pre-existing material defect or non-conformities regarding sterilization. Due to a lack of ceramic parts further investigations can not be done. Batch review performed on 28 september 2016. Lot 140260: (B)(4) items manufactured and released on 07 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery due to infection. The stem and the head were replaced.